Event description:
It was reported that after six months of no relief and three refills that patient saw another surgeon who did extensive work on the patient's back. During this work the surgeon found that the catheter was "drifting away in space". It was not connected. The patient had the system explanted. The drug contained in the pump was not reported. Additional information received reported that the surgeon was sure that the catheter was intact and connected at implant. An orthopedic surgeon noted that the catheter was cut and floating in the patient's spine after surgery. The orthopedic surgeon had performed spine surgery recently on the patient. The neurosurgeon felt that likely the orthopedic surgeon severed the catheter and didn't know it until seeing the x-rays later. No patient outcome was reported.